Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device revealed device breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sigma hp cvd plus size 4 15mm insert trial is chipped.

Manufacturer narrative:
(B)(4). Examination of the returned device revealed device breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.